Manufacturer narrative:
(B)(4). Batch #: v94t5m. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any difficulties with device intra-op? How was the bleeding identified? Was the site of the bleed identified? Was the enseal device used in the procedure at the site of the bleed? Was there any surgical intervention necessary to address the bleeding? Why does the surgeon believe the post-op bleed may have been caused or contributed by the enseal device? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to the gastric bypass procedure, the next day, the patient had a bleed by the small bowel and mesentery and they also had a small bleed by the abdominal wall. The patient had to have two blood transfusions and was discharged five days later. The CT scan ruled out that there was leak. The patient is now doing well.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2022. Additional information was requested and the following was obtained: were there any difficulties with device intra-op? None that were noticeable how was the bleeding identified? Postop drop in hematocrit. Large hematoma found on CT near the jj anastomosis was the site of the bleed identified? Believed to be either the omentum, mesentery to the jejunum, or jj anastomosis was the enseal device used in the procedure at the site of the bleed? Yes for omentum and mesentery was there any surgical intervention necessary to address the bleeding? No why does the surgeon believe the post-op bleed may have been caused or contributed by the enseal device? Enseal device used at site of bleed attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: how was the jejuno-jejunal anastomosis created? Which devices were used to create the jejuno-jejunal anastomosis? Were they ethicon devices? Were there any alleged deficiencies with the ethicon devices that should be included in this complaint?